Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 06/06/2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device was broken/damaged/ plunger claws don't close. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced actuator knob, front cover, rear case, left & right handles, left & right iui connectors, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, top disk holder, lower housing, carriage block assembly and tube drivearm. Performed calibration. A review of the device history record showed the device had a manufacture date of 06/06/2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged actuator knob - broken/ cracked spring. A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA#'s noted for the following parts replaced that have an already existing CAPA: 1604765 syr rear case. CAPA: ca-2018-0161 iui conn issues. CAPA: fi-2017-0015 syr gripper not auto closing.

Event description:
It was reported that the device was broken/damaged/ plunger claws don't close. There was no patient involvement.